Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator did not couple when the patient tried to recharge the implantable neurostimulator. The recharger event logs showed no coupling on 6 different attempts. The antenna locate feature could only get a 34 (low range 24-34). The device battery eventually discharged. The patient had lost 25-30 lbs since device implant. The neurostimulator had flipped in the pocket, confirmed by x-ray. The hcp flipped the device back in a surgical procedure. Afterward 7 (of 8 possible) recharge efficiency bars darkened.